Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen is intermittently unresponsive and non-functional. Reportedly, the pump was exposed to water approximately 1.5 weeks ago. The customer reported a blood glucose (bg) level of 250 (mg/dl). A manual injection was delivered to address bg levels. It was indicated that the pump would continue to be used for diabetes management.